Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a breakage of the outer layer of silicone on the both cylinders. The patient could not properly pump up the device. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No further complications.